Event description:
The rptr did meter to hcp meter comparison tests. Tests were done side by side, using the same fingerstick. Rptr's meter reading was 146mg/dl, and the hcp meter (one touch ii) read 246mg/dl. Rptr did not have any sx's. Control tests were low, out of range, 65 and 67 (91-137). No harm was alleged.